Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to display anomaly. The insulin pump was received with scratched case, missing serial number label, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer's mother reported via phone call that they had a display anomaly. The insulin pump had a flashing white screen. There was no battery in the insulin pump. The customer's blood glucose level was 192 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The device was returned for analysis.